Manufacturer narrative:
(B)(4). Lot: r5ay1t. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: is the current patient status known? No patient consequences, the tissue was cut from stapler and vessels were tied. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I am not aware of any further patient consequences.

Event description:
It was reported that during a partial nephrectomy procedure, after firing the device the jaws would not open. The device had to be cut away from the tissue to free the device. The procedure was completed by cutting and tying the suture. There were no adverse consequences for the patient.